Event description:
The surgeon reported that the front shaft of two probes broke during two different surgeries. Other paks were opened to complete the cases. There were no patient injuries. Additional information has been requested for each specific patient. However, the affiliate has reported that no additional information is available.

Manufacturer narrative:
No samples have been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).